Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that a pump revision occurred, prior to the patient¿s currently implanted system. The patient was unable to clarify or provide event dates. The type of medication being delivered at the time of the event was not reported. Additional information has been requested, but was not available as of the date of this report.